Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock measurements of 128 ohms. Technical services (ts) was consulted and recommended evaluation of a revision procedure if shock impedance measurements exceed 150 ohms. No adverse patient effects were reported. This system remains in service.